Event description:
Boston scientific received information that this device declared end of life (eol) earlier than expected. The patient was seen in the emergency room with dizziness and shortness of breath due to loss of rate response and end of life behavior. As a result the device was explanted and successfully replaced. To date, there have been no additional adverse patient effects reported. This device is part of the insignia microcrystal advisory population described in the physician communication on (B)(6) 2005.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.